Event description:
It was reported by service report that the nurse call system failed, the scale required calibration, and the bed height limits required burn-in. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Height limits required burn-in; low nurse call battery; scale out of calibration.